Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the leads were replaced and the patient was doing well postoperatively. The explanted devices will not be returned.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the leads were replaced and the patient was doing well postoperatively. The explanted devices will not be returned. It was reported that the patient was experiencing inadequate stimulation following the lead migration. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The explanted devices were retained by the medical facility.